Event description:
The product was reported by a surgeon to have been involved in two infections. Product codes unknown, lots unknown, event dates unknown. There has been no response to the letter our distributor, ethicon, inc. Sent to surgeon requesting information. There are no known details about these events. Products was not returned. The current condition of the patient is unknown. This report will apply to the second of the two events.